Event description:
It was reported that the patient had trouble while setting up the purewick urine collection system and the patient did not have a manual. It was found that the short tube was also missing. It was noted that the patient had been using the purewick products for less than 90 days.

Manufacturer narrative:
The reported event is inconclusive due to poor sample. A bd purewick urine collection system, collection canister with lid, pump tubing in unopened packaging, collector tubing with elbow connector in unopened packaging, and external power cord were returned. No instructions for use manual was returned. No cracks or residue noted in the canister. No tubing was missing from returned device and accessories . Some potential causes of failure are "miss out to put in the carton box." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required as labeling would not have prevented the reported event. Correction: d,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿miss out to put in the carton box¿. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had trouble while setting up the purewick urine collection system and the patient did not have a manual. It was found that the short tube was also missing. It was noted that the patient had been using the purewick products for less than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had trouble while setting up the purewick urine collection system and the patient did not have a manual. It was found that the short tube was also missing. It was noted that the patient had been using the purewick products for less than 90 days.